Manufacturer narrative:
Initial reporter city: sanyoonoda city yamaguchi prefecture 7560095. Device evaluation by manufacturer: synergy xd mr ous 2.25 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube fracture located on the laser cut region, approximately 34cm proximal to the distal tip. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion tear at the site of the hypotube fracture. No other issues were identified during the product analysis.

Event description:
Reportable based on completed device analysis on 14-jul-2022. It was reported that shaft kink occurred. A 2.25 x 12mm synergy xd drug eluting stent was advanced for treatment. However, during the procedure, the distal side of the shaft was bent and was removed without issue. It was noted that the shaft did not break inside the patient but most likely broke at the bent area after the procedure. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient condition was good. However, returned device analysis revealed a shaft polymer extrusion tear.